Manufacturer narrative:
This is an addendum to the initial emdr to document the receipt of the maude event report, which states that the patient underwent explant of the device. The report did not include the lot number of the bard device in question; therefore a review of the manufacturing records is not possible. Based on the additional information provided there is no change to the initial determination. Additional information has been requested. At this time, with the information provided no conclusions can be made as to the degree to which the mesh implant may have caused or contributed to the events as alleged. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As was reported to davol in june, 2017: it was reported that on (B)(6) 2011 the patient underwent repair of a left inguinal hernia and was implanted with a bard 3dmax mesh. As reported the patient developed a hematoma in the postoperative period in which he had returned to the hospital and stayed overnight with treatment of IV medication. Following this event the contact states that the patient had felt good up until (B)(6) 2017. Contact reports while shoveling the patient experienced a sharp pain that ran down his left leg and since that time he feels a "swelling" in the lower abdominal area which has become painful with sitting. As reported the pain increases when coughing. The contact reports that the patient underwent a couple of nerve blocks in the area which only provided temporary relief. Imaging does not reveal a recurrent hernia and as reported the md thinks there may be scar tissue left from the hematoma site. Addendum: the following was reported via maude event report (mw5074506): "in 2011 I had hard 3dmax hernia mesh implanted for an inguinal herna repair. I had been in pain for many years. Dr's and tests couldn't find anything wrong. In (B)(6) 2017, the pain increased and new debilitating symptoms occurred in my groin region. A specialist in a different state saw on a cat scan that the mesh was bent and shifted. I had to have surgery to remove the mesh. It was found to be folded on itself and bunched up into a ball and hard." Patient reports taking gabapentin for nerve pain.

Manufacturer narrative:
No lot number has been provided. Without a lot number a review of the manufacturing records is not possible. Hematoma is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions for use, supplied with the device as a possible complication. Based on the information provided there has been no recurrence of the hernia and the patient¿s md thinks that there may be scar tissue in the area. At this time, with the information provided no conclusions can be made as to the degree to which the mesh implant may be causing or contributing to the events as alleged. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2011 the patient underwent repair of a left inguinal hernia and was implanted with a bard 3dmax mesh. As reported the patient developed a hematoma in the postoperative period in which he had returned to the hospital and stayed overnight with treatment of IV medication. Following this event the contact states that the patient had felt good up until (B)(6) 2017. Contact reports while shoveling the patient experienced a sharp pain that ran down his left leg and since that time he feels a "swelling" in the lower abdominal area which has become painful with sitting. As reported the pain increases when coughing. The contact reports that the patient underwent a couple of nerve blocks in the area which only provided temporary relief. Imaging does not reveal a recurrent hernia and as reported the md thinks there may be scar tissue left from the hematoma site.